Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. It was noted that there was a critical ram parity error recorded on (B)(4) 2013 prior to explant. Parity error is considered low severity and the device should be able to recover after the reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a reset. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.